Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported by phone that they admitted emergency room on (B)(6) 2020 as they were experiencing high blood glucose level 560 mg/dl. Customer stated that insulin pump received insulin flow block alarm. Customer was using insulin pump within 48 hours of reported event. Insulin pump was not on auto mode. Device will not be returned for analysis. *